Manufacturer narrative:
Continued e1: alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, including breast hardness, pain, and distortion, diagnosis of baker grade iii.

Event description:
Healthcare professional reported left side patient experiences with capsular contracture, including breast hardness, pain, and distortion, diagnosis of baker grade iii via physical exam. Device remains implanted.